Event description:
It was reported the pt was having intermittent withdrawal and overdose symptoms. The pt was receiving daily bolus through flex dosing. In addition, a volume discrepancy in the pump was reported. The expected residual volume was 4.6 ml, but the actual residual volume was 7 ml. A rotor study was performed on the pump and a dye study was performed on the catheter. There were no abnormal results for either test, and the pump and catheter were replaced. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine, fentanyl, dilaudid, lioresal and clonidine.

Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.